Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no energy to the laser probe during a procedure. An alternate laser was used to complete the procedure. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). However, the company representative could not replicate the reported event. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).